Manufacturer narrative:
(B)(4). Date sent: 1/27/2022. D4: batch # unk. Additional information: as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Date sent: 1/5/2022 h6: component code = g04 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr45g reload was received with a tyveck for analysis and reload body was noted to be damaged. The reload was received fully fired with 12 staples inside of the pockets scattered along the staple line. Upon evaluation of the reload, the reload body, one piece sled and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The damage to the one piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system.

Event description:
It was reported that during an unknown procedure the reload was inserted into the echelon manual flex gun, the reload fell apart and all the staples came out inside the patients abdomen. Used another one from a different batch number. Few minutes delay to surgery. No patient impact.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: does the reload and staples removed from patient body? Yes as far as they could see, there were some bits of plastic retrieved which appeared to be from the reload was any additional intervention required? None ¿ patient was discharged home early and appeared fit and well, surgeon informed the patient. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.